Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. End-user uses water; aloe powder; argless powder and eakin seal on skin. Proper skin care instructions was reviewed with end-user, who prefers not to use adhesive remover, soap or barrier wipes. End-user states that she has been cutting the wafer opening in advance of using the afer. End-user also states that the edge of the wafer hole that has been cut is hard. It was suggested to end-user to not cut the wafer hold in advance, but to cut the hole immediately prior to application. End-user has agreed to this suggestion, and has also agreed to try a durahesive flexible cut to fit product. Lastly, end-user was encouraged to follow up with health care provider if condition persists. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a f/u report will be submitted.

Event description:
Customer reports a 'red painful intact ring' to abdomen's right lower quadrant located under wafer's mass immediately around stoma base. Product weartime is two (2) to four (4) days and has been in use since 2000.